Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle ten, the patient's ultrafiltration reading was 1464ml. This indicates that the home patient (hp) drained 1104ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total uf removal set too low. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.